Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/18/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient uninstall and reinstall g5 application, removing bluetooth devices from the bluetooth settings, reset smart device and advised to reset smart device every other day to avoid system memory reset. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/09/2016 and confirmed the reported loss of connection. No additional patient or event information is available.